Event description:
It was reported that while attempting to drill through the g7 cup, the drill bits broke in half. It has been confirmed that no additional information is available due to confidentiality.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada . H6: suggested component code: mechanical (g04), drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.